Event description:
It was reported that the patient successfully delivered a bolus on the morning of report and everything was fine earlier. The patient used the personal therapy manager (ptm) to check time until the next bolus was due and noticed refill date said (B)(6) 2014 and then the patient saw a "8286" critical empty reservoir message. The last refill date was (B)(6) 2014 and usually lasted for 30 days. The patient had not heard any non-critical or critical alarms. It was later reported that the healthcare provider (hcp) made a mistake and did not put enough medication in the pump. The "pump stopped delivering medication" because instead of a 30 day supply, the hcp put a 20 day supply in. The patient started feeling sick and could barely walk. The patient drove to the hcp office and told them that "he was about to fall." Patient was standing there in the hall and collapsed. The ambulance was called and the patient was hospitalized. The patient spent four days in the hospital. The patient got out of the hospital on (B)(6) 2014. The patient did not remember the day when the event happened. The patient had a traumatic brain injury (tbi) and was not good with dates. It was reported that the day after, "when he was at the hospital" the patient heard "chirping sounds" from the ptm, that happened once or twice. Patient then reported "I did not have it with me, it was at a distance." The patient had not pushed any buttons on the ptm, it just started making noise, "it beeped several times. "The hcp could not order the medication right away, it was 24 hours to order the drug. It was noted that the ptm had just been replaced by manufacturer. The ptm had "done well" and it had not been dropped or wet. The patient inquired about needing a new ptm since it did not give the patient a signal when the pump was running low on medication. The patient was feeling better at the time of report and was ill "totally because of medicine." The patient confirmed the ptm was working now as intended; the patient was able to give themselves a bolus on the morning of (B)(6) 2014 and it worked fine. It was unknown what the pump was infusing at the time of report.

Manufacturer narrative:
B)(4).

Event description:
The patient reported that he was in critical care last week. The patient had renal failure because he couldn't hold water, had diarrhea and junky like symptoms. The patient's pump was used to deliver prialt. Interventions and patient outcomes were not reported. Further follow-up was being conducted to obtain information.

Event description:
Additional information received reported the patient was in the hospital a week or two ago and the nurses ¿had never seen anyone with that much medication/dialudid¿ at that time because the hospital could not ¿come up with the snail medication.¿ the patient was in the hospital because his pump did not have enough medication and he went to the healthcare provider's (hcp) office around the same time. The patient collapsed at the office so they could find a bed/chair for him. The patient had spent so much time in the hospital he could not keep track. It was noted the patient¿s memory was bad. The patient did not remember the dose or concentration of medication, but ¿its low.¿ if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).